Event description:
A malfunction on the pump was reported by the caller, with no notable events occurring beforehand. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer did not have a backup therapy available and planned to reach out to a healthcare provider. Technical support responded by confirming the shipping address and sending a replacement pump with updated software. Storage mode instructions were provided, and the customer was advised to put the pump into storage mode before returning it to tandem. They were instructed to return the problematic pump using a return box and pre-paid label within 10 days, without requiring a signature for delivery.